Event description:
Per the clinic, the patient experienced non-auditory stimulation with device use. It was found that the electrode array had migrated out of the cochlear resulting in the decision to explant the device. The device was explanted on (B)(6) 2017 and the patient was re-implanted with a new device during the same surgery.